Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inadequate high voltage therapy was delivered during a ventricular fibrillation (vf) episode. External defibrillation had to be applied to terminate the episode. A defibrillation test was performed and all electrical measurements were normal and within range, however, external defibrillation had to be used again to terminate a vf episode. It was concluded that the reported event was likely patient related and no lead malfunction was suspected. A new lead was implanted and additional information was requested but not received.